Manufacturer narrative:
H10: the device was received for evaluation in the original packaging. Visual inspection was performed which identified a cut tubing. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the nurse that the tubing of a flow regulator set was kinked; however, in the picture provided there was a noticibale cut/slice in the tubing. The event occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.